Event description:
Customer reported losing consciousness due to not using compatible test strips on her freestyle freedom lite blood glucose monitor. The customer does report eating food to counteract the medical event. There is no report of third party medical intervention or diagnosis. There is no report of death or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.